Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. The caller alleged a design flaw in the cannulas, and states the plaster adhesive crimples underneath itself causing a fold. The patient experienced elevated blood glucose levels. No adverse event was reported. The caller doesn't isolate the problem to a single batch of cannulas and believes it's a design flaw. The lot numbers were not provided. The infusion sets were requested to be returned for product evaluation.